Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the keypad was unresponsive. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to moisture damage found on the connector and broken trace on keypad assembly. Unable to perform the displacement test and self test due to no button response.